Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined error occurred and subsequently, the pump would not turn on. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
H6 (remove: 1476 and 3190), h6 (remove: 1476 and 3190).